Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial implant procedure on (B)(6)2017. During the procedure, the patient experienced a cerebrospinal fluid leak up the doctor attempting to implant the lead intended for use. After several attempts of placing the lead, the doctor decided to abandon the procedure. Following the abandoned procedure, the patient experienced painful sensations in both legs. The symptoms resolved over the course of a week.